Manufacturer narrative:
Eval completed. Three 23ga cutters were returned in a plastic zip lock bag. The original packaging was not returned. A post-it note returned in the bag indicates bl5623, lot u8978. Cutter 1 and 2 the tip protector is in place as it should be. The needle is bent approx 10 degrees. Functional testing cannot be performed due to the bent needle. Cutter 3 the tip protector was not returned. The needle does not appear to be bent. A functional test was performed using a stellaris pc system. The cutter had good clean cuts at various cut rates and aspirated as required. The sterilization and lot history records have been reviewed and found to be acceptable. Report 3 of 3 see 1920664-2012-00275, and 00275.

Event description:
The user facility in (B)(6) reported the cutter function did not operate. The doctor replaced the cutter and the procedure was completed. Multiple packs were reported, but the user facility did not indicate if they were all in contact with the pt. Additional info: the cutter was not tested prior to surgery. The aspiration continued while the cutter stopped. There was no pt impact.